Event description:
On (B)(6) 2012, leica microsystems received a complaint regarding sub-optimal processing of tissue in approximately 520 cassettes, using peloris 11 tissue processor serial number (B)(4). The tissue, which comprised large breast and colon samples, was described by the complainant as under-processed in the center while the periphery was "crunchy". A leica field support specialist (fss) was advised during attendance at the laboratory in association with this complaint that it was likely that a use error had occurred during manual reagent replacement prior to commencement of the three (3) protocols from which sub-optimal tissue processing was reported. On (B)(6) 2012, leica microsystems received information that all tissue samples were diagnosable, with the exception of one (1) case from which the outcome was pending. As at (B)(6) 2012, further information regarding the outstanding sample has not been received.

Manufacturer narrative:
Prior to commencement of the three (3) "8 hr ag test" protocols from which sub-optimal tissue processing was reported, a user removed bottle 9 (ethanol) from the instrument for approximately 3 minutes and then reset the station properties in response to information displayed in association with an error code. The information displayed indicated that the protocol could not be run because the properties of ethanol in reagent stations 3-10 inclusive did not meet the requirements for use in the final dehydration step. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the default value of 100% was to be set for bottle 9 in this case. Bottle 9 was then used for the final dehydration step in each of the three (3) protocols from which sub-optimal processing was identified. As the contents of bottle 9 had been replaced and discarded prior to attendance by the fss at the laboratory, it was not possible to confirm the actual ethanol concentration in bottle 9 used for final dehydration step in the three (3) protocols from which sub-optimal tissue processing was reported. The root cause for the sub-optimal tissue processing reported was a use error, which as the complainant advised the leica representative who attended the laboratory in association with this complaint, occurred during the replacement of ethanol in bottle 9 completed prior to commencement of the three (3) "8 hr ag test" protocols, from which sub-optimal tissue processing was reported.